Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) malfunctioned. Leak in a circuit has been reported by customer. There was no patient involvement reported. The equipment was inspected at the hospital to confirm the fault reported by the customer. No fault was found. The equipment passed all the performance and safety tests specified by the factory. Device has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.